Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited high pacing thresholds. The lead was surgically capped during a generator changeout. No adverse patient effects were reported.

Manufacturer narrative:
Results: review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or patient condition.